Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from italy, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach as a viv within a surgical valve. On CT, access vessel showed good caliber, greater than 5.5mm and without calcification. During the procedure, the team was unable to advance the esheath so it was removed and the 16fr dilator was inserted. Then, the esheath was able to be inserted with little resistance. However, during the advancement of the commander ds through the esheath, it got stuck between the totally expandable and partially expandable part of the sheath. It was decided to remove the entire system. The system was removed as a unit encountering resistance in the removal. After the removal, it was observed that the esheath, valve, and delivery system were damaged. The delivery system was described as the balloon "broken and split in two" (only the transparent plastic). A new kit was prepared following serial dilation of the vessel, the valve was implanted and the procedure was successfully completed. The patient did not suffer any injury and was discharged. As per medical opinion, the root cause of the event was that the patient did not declare a previous operation carried out in the groin area which caused adhesions preventing the advancement of the first delivery system. As per the preliminary evaluation of the returned devices, the balloon was confirmed as torn, not burst.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: crimp balloon was torn at I/c bond and inflation balloon wings were visible; crimp balloon bunching; guidewire lumen was kinked at the crimp marker area, possibly due to the returned condition; compression marks on the proximal end of the flex tip; and some scratches on the flex shaft, about 1.5cm in length and located 3.5 cm from the flex tip. Due to the nature of the complaint, no applicable functional testing was able to be performed. Dimensional testing was performed and found that all measurements were found to be within the specification. The complaint was confirmed through visual observation. The complaint for balloon torn was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported "during the advancement of the commander ds through the esheath, it got stuck between the totally expandable and partially expandable part of the sheath. It was decided to remove the entire system. The system was removed as a unit, encountering resistance during the removal. After the removal, it was observed that the ds had the balloon (only the transparent plastic) broken and split in two." Further clarification revealed that the balloon tear occurred on the back table when they attempted to remove the ds from the esheath while the loader was still inserted. Training manual states that "if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace." Attempts to pull the crimped valve back into the loader and through the sheath can cause the valve apices to interact with the loader and/or hemostasis seals within the sheath hub, leading to the reported I/c bond tear. During product evaluation, it was observed that the crimped valve had shifted distally from the crimp marker to the proximal end of the inflation balloon which further supported device interaction during removal. As such, available information suggests that use error (improper withdrawal technique ) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.